Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one round of inappropriate anti-tachycardia pacing (atp) due to rapid ventricular response. After the atp therapy was delivered, the atrial arrhythmia was converted, however, the ventricular rhythm was accelerated from ventricular tachycardia (vt) to ventricular fibrillation (vf) and the arrhythmia morphology changed. As a result, an electric shock was required to convert the ventricular arrhythmia. Technical services (ts) reviewed the episode and provided programming recommendations. The ICD remains in service. No additional adverse patient effects were reported.